Manufacturer narrative:
Device technical analysis: visual inspection of the returned clik anchor revealed the distal ends were shortened by 11-12 mm, and the cut portions were not returned. It appeared that the device cut was made during the explant procedure and was not considered a failure. Visual inspection of the returned ipg revealed the monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Ac dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and revealed no anomalies. Visual inspection of the returned leads revealed the leads were cleanly cut. The damage on the devices was similar to the typical explant damage and was not considered a failure. Investigation conclusion based on the provided information, the complaint of pain at the lead implant site and ipg pocket site was not confirmed. The probable cause is no problem detected. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071032. Product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 7071060. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 362109.

Event description:
It was reported that the patient experienced pain at the lead implant incision site. Imaging displayed a prominent knot at the top of the incision site of the leads. The physician suspected the clik anchor was the cause of the lead site pain since the system had not yet been activated. Per the patients request, she underwent a system explant procedure due to pain at the lead site and the ipg pocket site. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071032. Product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: 7071060. Product family: scs-ipg-r, upn: (B)(4), model: sc-1160, serial: (B)(4), batch: 362109.

Event description:
It was reported that the patient experienced pain at the lead implant incision site. Imaging displayed a prominent knot at the top of the incision site of the leads. The physician suspected the clik anchor was the cause of the lead site pain since the system had not yet been activated. Per the patients request, she underwent a system explant procedure due to pain at the lead site and the ipg pocket site. The patient is doing well post-operatively.